Manufacturer narrative:
Corrected fields: model number (d4) in section d, suspect medical device. Catalog number (d4) in section d, suspect medical device. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported. This device has been received for analysis. No information has been received for the explant procedure. No additional adverse patient effects were reported. The device has been received and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported. This device has been received for analysis. No information has been received for the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: model number (d4) in section d, suspect medical device. Catalog number (d4) in section d, suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy for supraventricular tachycardia (svt), with one shock inducing polymorphic ventricular tachycardia (vt) and the shock that followed it successfully terminated the vt. Technical services (ts) was consulted and reviewed stored episodes, with the patient having poor morphology for the measured signals. Ts discussed available programming options. This device remains in service. No adverse patient effects were reported. This device has been received for analysis. No information has been received for the explant procedure. No additional adverse patient effects were reported.